Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned inside a company cartridge. Viscoelastic was observed in the cartridge. The lens was located in the nozzle entry area. The lens was pressed up, instead of biased down per the instructions for use (IFU). The leading haptic was extended. The trailing haptic was misfolded under the optic. The cartridge tip has slight stress lines and the anterior of the tip was cracked. The cartridge wings have evidence of being fully seated into a handpiece. The cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The misposition of the lens inside the cartridge, and the cracked area on the anterior of the cartridge tip suggests that the handpiece has advanced the mispositioned lens into the cartridge tip, resulting in the cartridge tip damage. The lens would have travelled backward in the cartridge to the observed location upon the retraction of the manual handpiece for return. The trailing haptic was misfolded under the optic. Cartridge tip damage was observed. The root cause for the reported complaint is most likely related to a failure to follow the IFU. The lens was pressed up, instead of down per the IFU. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact comapny. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half (½) turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than three minutes prior to completing insertion into the capsular bag. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens did not go into the eye, before insertion surgeon noticed that the haptic was snapped off. Additional information was received and stated, a backup lens was used to complete the surgery.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).